Event description:
It was reported that the healthcare professional (hcp) just programmed the pump a couple of minutes ago and the bridge bolus was incorrectly performed. The reporter stated that the bolus dose was 1.5978ml for 24 hours and 50 minutes. The reporter stopped the pump and programmed the pump back to previous settings, and was instructed to switch to ¿ms 3mg/ml and 0.6mg/day and bridge bolus.¿ the reporter reprogrammed for 0.428ml for duration of 20 hours 31 minutes. No patient symptoms were reported. The pump was currently used to infuse saline but was intended to infuse morphine (unknown). No intervention or outcome was reported. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).